Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - analysis found that display was out of specification. The ring cover was contaminated and the upper case was broken.

Event description:
The external pulse generator was returned to the manufacturer for annual test and calibration. It was analyzed and tested and subsequently tested out of specification.